Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had high blood glucose of 24.8 mmol/l. The customer reported that the insulin pump was fine and declined to troubleshoot the issue and reported that the infusion set was occluded. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.